Manufacturer narrative:
The information being reported was found in a journal article titled "do large heads enhance stability and restore native anatomy in primary total hip arthroplasty?". Clin orthop relat res (2011) 469:1547-1553. Current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification were not provided for the revisions mentioned in the journal article. The article was written by adolph v. Lombardi jr. Md, facs, michael d. Skeels do, keith r. Berend md, joanne b. Adams bfa, orlando j. Franchi md. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article regarding large diameter femoral heads which sought to determine whether using larger diameter heads lowered dislocation rate. The article indicates that 2020 primary hip arthroplasties utilizing large diameter heads were retrospectively reviewed. It was reported there were sixty-five (65) revisions performed; however, there was no break down by specific device. The devices included in the study are ringloc acetabular shells, e1 and arcom xl liners, biolox delta heads, m2a tapers, m2a-38, and magnum components. The article reported the following events and/or revision procedures occurred: one postoperative dislocation. Sixty five revisions for the following: twenty-eight revisions due to aseptic loosening of the cup in 28 hips, fourteen revisions due to metal-related complications, eleven revisions due to deep infection, nine revisions due to periprosthetic fractures, one revision of a loose stem with well fixed cup, one revision of a loose stem and loose cup, one revision resulting from dislocation secondary to metal complication.